Manufacturer narrative:
(B)(4): the customer reported that a deceleration took place at 15:11 but the alarm didn't sound until 15:16. A more critical deceleration occurred at 15:21, and then at 15:26, the system alerted. The customer was also concerned that a system placed acknowledgment at the 15:11 and 15:21, time versus the time they actually acknowledged the alert 5 minutes later. An emergency c-section was performed and a low apgar score was reported. There is no additional info provided by the customer at this time. The available info is not sufficient to support that there was a malfunction. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a deceleration took place, however, an alarm did not sound.